Manufacturer narrative:
Block b3: date of event: date of event was approximated to february 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation result- the device was returned for analysis with no patient impact codes or anatomical conditions reported. During the procedure, the device failed to deploy properly, and another resolution 360 clip was used to complete the procedure. The investigation found the device without the clip assembly and with evidence of premature deployment. A risk review confirmed that "clip failure to release from catheter" is documented in the risk analysis, and the investigation concluded "no problem detected" as the device returned deployed. The exact cause remains unclear, likely due to operational factors during the procedure, with the most probable cause being "cause not established." No further escalation is required.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on an unknown date. During the procedure, device would not deploy properly. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on an unknown date. During the procedure, device would not deploy properly. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.